Manufacturer narrative:
(B)(4)

Event description:
During service of the unit, review of the device diagnostic log history indicated a restart occurrence during normal ventilation mode operation. The customer did not report the restart occurrence during usage. There was no patient harm reported. The restart occurrence did not recur during manufacturers service of the device. Post-service testing was completed and passed per operating specifications.